Event description:
Info provided states that the implanted lengthener distracted 20mm and stopped. An external fixation device was placed on (B)(6) 2011 to support lengthener during consolidation phase. Lengthener remains implanted.